Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance. An x-ray confirmed a lead fracture due to subclavian crush. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.